Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with uncontrollable shaking and tremors. The patient was diagnosed with parkinsonism syndrome and hospitalized. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased impedance measurements. The cause of the increase in impedance measurements was found to be due to a lead dislodgement. Subsequently a revision procedure was performed where the rv lead was successfully repositioned and the issue was resolved. No additional adverse patient effects were reported.